Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the g5 mobile cgm application was not producing sound for alerts. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no sound for alerts on the app could not be determined. A root cause could not be determined.